Event description:
On (B)(4) 2012, an event was reported to cormatrix cardiovascular involving a pseudoaneurysm and the cormatrix ecm for carotid repair product. The patient was implanted with the cormatrix ecm for carotid repair on (B)(6) 2012. Six months later, on (B)(6) 2012, the surgeon observed the formation of a 2.5 cm pseudoaneurysm. It was reported that the pseudoaneurysm was seen in the middle of the cormatrix ecm, not near the suture line and there was no involvement with the suture line. It was surgically removed approximately one month later in (B)(6) 2012. The cause of the pseudoaneurysm is unknown.